Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending artery that was 90% stenosed. Pre-dilatation was performed with a 2x15 mm balloon. Then a 3x48 mm xience xpedition stent was deployed at 10 atmospheres (atm) and then post dilated with 3x15 mm nc balloon at 16 atm. After post dilation, an edge dissection was noted at the distal edge of the stent. A 2.75x18 mm xience xpedition was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.